Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing intense pain in the right big toe following a trial procedure. It was also reported that the physician decided to do a lead pull postoperatively to relieve the pain and no device malfunction was suspected. The physician also confirmed that pain was not device related and was unsure the cause of the pain. No further information could be obtained.